Event description:
It was reported that the touchscreen is scratched and became unresponsive. Reportedly, the customer is unable to unlock to pump. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed.